Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties and a balloon rupture occurred. The lesion was located in the distal segment of the right coronary artery (rca), the lesion characteristics are unk. The apex flex monorail 15mm x 1.50mm balloon catheter was advanced and difficulty crossing the lesion was encountered. After crossing the lesion, the apex flex monorail 15mm x 1.50mm balloon ruptured upon the first inflation at 8 atms when inflated for approx 5 seconds. The apex flex monorail 15mm x 1.50mm balloon catheter was removed, intact, from the pt without difficulty. The procedure was completed with an unspecified device. No pt complications were reported. The pt's condition was reported as "good."

Manufacturer narrative:
(B)(4).